Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an osteosynthesis for femoral trochanteric fracture. Cement was mixed at the time of blade insertion, however the cement felt harder than anticipated and the amount coming out of the blade was small. Despite this, cement was injected into 2 cannulas and into the blade. However, when injecting into additional syringes the cement had become too hard and could not be injected. The remaining syringes had become quite hot and had hardened excessively. It was confirmed that there was no issue with the procedure and the surgery was completed successfully with under 30 minutes of delay. No further information is available. This report is for a traumacem(tm) v+ injectable bone cement ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 07.702.040s. Lot: 2f53510. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 02 jun 2022. Expiration date: 01 jun 2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.